Event description:
Shoulder surgery was performed on 1/16/97. Revision of the modular head was performed on 1/30/97, due to dissatisfaction. It was noted that the components were not twisted to test for secure mating of tapers after implantation.